Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) and confirmed by the healthcare provider (hcp). There was further actions taken. It was recommended that they allow the pocket to heal and monitor the ins level to not go under 25%, charge with a thin t-shirt and not have direct skin contact. The father said the patient was not having "bee-sting" like sensations now that the ins pocket has been healed and they were not recharging with direct skin contact. The issue has been resolved. No further complications were reported as a result of this event.

Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that the caller reported the following while recharging: after approximately one hour patient reports ins feels warm and sensation similar to bee stings. They don't see the thermometer icon when they recharge. Patient has only charged a few times since implant. The patient recently had surgery. It was reviewed to recharge with protection until would fully heals and swelling reduces. Patient is programmed monopolar on both left and right side body which may exacerbate the issue. Symptoms included bee sting, prickley sensation when recharging in the pocket. It was reported to be a sudden change in therapy/symptoms and occurs while recharging after approximately 1 hour. No further complications were reported or anticipated with this event.